Manufacturer narrative:
The distributor performed a checkout of the system and confirmed the reported issue. The bag to vent switch assembly was replaced to resolve the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that mechanical ventilation could not be initiated when selected. There was no report of patient involvement.